Manufacturer narrative:
Follow up information received on 01-feb-2016 : patient used an implant as contraceptive method during the 3 months following essure placement. After nexplanon withdrawal she experienced important menorrhagia. Investigator reported that there was no relationship between this bleeding and essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 03-feb-2016 for the following meddra preferred term: menorrhagia. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(4)). She experienced profuse menstruation after essure (fallopian tube occlusion insert) insertion and was submitted to a hysterectomy. The reported event is listed according to essure's reference safety information and was considered serious due to medical importance. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the patient complained of genital bleeding during her first follow-up visit, (this bleeding was attributed by the investigator to a contraceptive implant withdrawal). Later; at 1 year and 2 years follow-up, patient stated he had profuse menstruation. In the lack of an alternative explanation for profuse menstruation persistence at 1 and 2 years follow-up; causality between this event and the suspect insert cannot be excluded. Due to the reported intervention (hysterectomy), this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Manufacturer narrative:
Follow-up received on 18-mar-2016 from investigator and the case was downgraded to non-incident: the hysteroscopy was performed following onset significant menorrhagia and showed fibroma. Hysterectomy was performed as treatment. Essure inserts were well tolerated by the patient. Company causality comment: this medically confirmed, study case report refers to a (B)(6) female patient who was involved in an observational company-sponsored study (study number: (B)(6)). She had essure (fallopian tube occlusion insert) inserted and at 1 and 2 years follow-up, she reported profuse menstruation. She was submitted to a hysteroscopy which revealed a fibroma. A hysterectomy was then performed as treatment. Profuse menstruation is a listed event in the reference safety information for essure, while fibroma is unlisted. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, the patient experienced bleeding two years after essure insertion. The concomitantly described fibroma is the most likely pathophysiological cause of the bleeding disturbance. Additionally, according to the investigator, the patient tolerated essure inserts well. Given the alternative explanation provided upon follow-up with the investigator, the hysterectomy is assessed as unrelated to essure. Thus, this case, previously considered an incident, was downgraded to non-incident. According to the technical analysis, there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.

Event description:
This study case report was received from an investigator in (B)(6) on (B)(6) 2008 and refers to a (B)(6)-year-old female patient who was involved in an observational company-sponsored study, study number: (B)(6). Additional information received on (B)(6) 2010, (B)(6) 2011 and (B)(6) 2013. Follow-up information received qualifies this case as an incident. Study description: study (B)(6), essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure permanent sterilization method, as measured by the absence of pregnancy. Patient number: (B)(6). Patient had as medical history 1 children and menstrual pain. She used contraceptive implants for contraception and the date of her last menstrual period, before essure placement, was (B)(6) 2008. Patient had essure inserted on (B)(6) 2008. No anesthesia was applied during procedure, uterine distension was done and hysteroscopy was possible. Patient's uterine cavity examination showed endometrial hypertrophy and her uterus was not retroverted. Physician started the insertion on left side and informed that ostium was in the field of vision during placement. It was easy to introduce the catheter into both tubes and placement was successful (externally visible coil in the uterine cavity: 1 on left and 6 on right). Procedure took 5 minutes. The patient experienced pain during placement into both tubes and after insertion. She did not present vasovagal syncope. No other procedure was performed at the time of insertion. Patient did not take post-operative analgesics and used contraceptive implant as back-up contraception during the 3 months post insertion. On (B)(6) 2008, at postoperative consultation, patient reported bleeding. She had x-ray and ultrasound (2d) performed which showed that right insert was in a good position but left insert was not in the correct position. On (B)(6) 2009, a hysterosalpingogram (hsg) was performed and showed good insert position and bilateral occlusion. Investigator considered the final result of the procedure as a success and patient was very satisfied. On (B)(6) 2010, at follow-up contact, patient reported profuse menstruation. On (B)(6) 2011 she informed an aggravation of profuse menstruation and was not very satisfied with essure procedure. On (B)(6) 2013, a hysterectomy was reported. The product technical complaint investigation and final assessment were received on (B)(6) 2015. The bayer reference number for the ptc report is: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit based on this report. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in (B)(4). In this particular case a search in the database was performed on (B)(6) 2015 for the following (B)(4) preferred term: menorrhagia. The analysis in the global safety database revealed 106 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this (B)(4) pt. Company causality comment: this medically confirmed, study case report refers to a (B)(6)-year-old female patient who was involved in an observational company-sponsored study (study number: (B)(6)). She experienced profuse menstruation after essure (fallopian tube occlusion insert) insertion and was submitted to a hysterectomy. The reported event is listed according to essure's reference safety information and was considered serious due to medical importance. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the patient complained of genital bleeding during her first follow-up visit (3-months after essure placement). Later; at 1 year and 2 years follow-up, she stated he had profuse menstruation. Given the positive temporal relationship and in the lack of an alternative explanation; causality between the reported event and the suspect insert cannot be excluded. Due to the reported intervention (hysterectomy), this case was considered an incident. A product technical analysis was performed and concluded there is no reason to suspect a causal relationship of the reported adverse events to a potential quality deficit.